Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for urgency and frequency. It was reported that the device was nonfunctioning and the patient wanted it removed. It was noted that the explant occurred in (B)(6) 2015. It was also noted that the implant was identified, cut from the wire and removed. The hcp also noted that the lead was pulled out intact and the dead space was closed using stitches. It was stated that the patient tolerated the procedure well. No symptoms were reported. No further complications were indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and patient. The hcp reported that the patient stated that it never really worked and was removed on (B)(6) 2015. The hcp reported that the cause of the interstim device being nonfunctioning is unknown. The hcp stated that the symptoms that the patient experienced related to the nonfunctioning device were urinary frequency and urgency. The device was explanted and the location of the device is unknown. Patient weight was updated. No further complications were anticipated/reported.